Event description:
It was reported that approximately two weeks after implant, this right ventricular (rv) lead was involved in a perforation of the rv apex, which was confirmed with an echocardiogram. Lead migration, perforation and a little pericardial effusion were identified via fluoroscopy evaluation, and device interrogation also revealed high pacing threshold measurements and loss of capture in unipolar and bipolar configuration. The health care professional (hcp) attempted to reposition the lead, but helix mechanism difficulties were encountered as more than 30 turns didn't result in proper helix extraction. Consequently, the lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and failed as blockage was encountered near the terminal end of the lead. An x-ray image showed a deformed inner coil near the terminal pin, damage indicative of the reported helix extension/retraction difficulties. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation.

Event description:
It was reported that approximately two weeks after implant, this right ventricular (rv) lead was involved in a perforation of the rv apex, which was confirmed with an echocardiogram. Lead migration, perforation and a little pericardial effusion were identified via fluoroscopy evaluation, and device interrogation also revealed high pacing threshold measurements and loss of capture in unipolar and bipolar configuration. The health care professional (hcp) attempted to reposition the lead, but helix mechanism difficulties were encountered as more than 30 turns didn't result in proper helix extraction. Consequently, the lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that approximately two weeks after implant, this right ventricular (rv) lead was involved in a perforation of the rv apex, which was confirmed with an echocardiogram. Lead migration, perforation and a little pericardial effusion were identified via fluoroscopy evaluation, and device interrogation also revealed high pacing threshold measurements and loss of capture in unipolar and bipolar configuration. The health care professional (hcp) attempted to reposition the lead, but helix mechanism difficulties were encountered as more than 30 turns didn't result in proper helix extraction. Consequently, the lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis. No-product return investigation analysis was performed and the conclusion code assigned is "known inherent risk of device". The product was recently received for analysis.